Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the capacitor is broken. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device and determined that repair was required; however, the customer refused to pay for it. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The customer refused to pay for the repair.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the capacitor is broken. There was no patient involvement.